Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt's trunk cable was missing.